Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Explant date was unknown.

Event description:
It was reported that the patient underwent an explant procedure for an unknown reason. No further information has been obtained despite good faith efforts.